Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent system products that are cleared in the us. The pro code and 510 k number for the venovo venous stent system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent placement procedure using the venovo venous stent. It was reported that there is in-stent occlusion which required reintervention. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent system products that are cleared in the us. The pro code and 510 k number for the venovo venous stent system products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor images provided which leads to inconclusive result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review:in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use closely describes holding and handling of the system throughout the procedure for regular deployment. Regarding access/ accessories the instruction for use state: '¿ 9f introducer for a stent diameter of 14 mm ¿ 0.035 inch (0.89 mm) diameter guidewire'. Regarding pta the instruction for use state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' A stent size selection table is part of the instruction for use describing the relationship between vessel diameter and stent diameter. 'Stent occlusion/ thrombosis' was found mentioned under potential adverse events that may occur g3, h6 (method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent placement procedure using the venovo venous stent. It was reported that there is in-stent occlusion which required reintervention. There was no reported patient injury.